Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was reproduced at power up. System error 105 was confirmed through a review of the event history log and found to be caused by a failed motor. There was evidence of fluid intrusion on the motor end cap. Once the motor end cap was removed, there was evidence of contamination on the encoder board and on the encoder sensor itself. This contamination caused corrosion on the encoder contacts. The evidence suggests the cause to be fluid intrusion/contamination, but the root source was not identified. The failed motor assembly was replaced. Additional information: corrosion.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.